Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test, displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. No button error alarm noted upon testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump did require longer, or multiple presses to respond. The insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.